Event description:
Additional information from the health care professional reported the patient was seen on (B)(6) 2015. The impedances were checked and device was reprogrammed on (B)(6) 2015. The patient was reprogrammed with relief. The surging sensations were resolved via reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3093-28, lot# v160299, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The manufacturers' representative reported was having difficulties with his programmer or has been getting strange surging and energy sensations. The patient planned to go to the health care professional's office on (B)(6) 2015 at 11am. It was thought that the patient recently got a new device and that was when the surging sensations started but was not certain. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, the event will be updated.